Manufacturer narrative:
The pump was received with intermittent buttons due to moisture damage at keypad traces. There was no trace of moisture noted at electronic or motor assembly per visual inspection. The pump alarmed for compromised force sensor system during basic occlusion test due to loose and or protruded drive support disk. The motor error alarms were unable to be verified due to compromised force sensor system alarms. The pump passed self-test and unexpected restart error test. There was no unexpected restart error alarms noted. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners, display window and battery tube threads. The device was received with minor scratched lcd window, and with stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call of motor error on their insulin pump. The customer states they were taking a shower and received motor error. The customer also states receiving compromised force sensor system alarm, and unexpected restart alarm. The customer's blood glucose at the time was 160mg/dl. Troubleshoot was conducted and the drive support cap was found to be protruded. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.